Event description:
During pt support, the left and right flows dropped with high pressure, low flow alarms. The pt was switched to the hosp's back-up unit without incident. A biomed field svc examined the console, but could not reproduce the problem. The nurse stated that she had heard an intermittent hissing sound also. Even though it was not hissing during svc, the regulators were replaced. The console is operating satisfactorily.